Event description:
Nurse reported was injecting versed and saline using monoject smartip during a procedure and the patient's blood backed up and leaked continuously out of the baxter interlink injection cap. The nurse changed the injection site/cap to resolve. The same day, but on a different patient, the nurse complained that the monoject smartip would not puncture cap and then when it did, it leaked fentanyl and saline. The facility's dispensing supervisor followed-up on these complaints and reported that both of these products have been used at the hospital for some time and this is the first time problems such as these have been reported. Action plan: will monitor for additional complaints. If there continues to be problems reported, data will be compiled and presented to the facility's product committee so that the product can be re-evaluated.